Manufacturer narrative:
The reported events were oversensing noise, far r oversensing, under-sensing and mode switch. A partial lead was returned in two pieces. The reported events of oversensing noise, far r oversensing and under-sensing was confirmed. Visual examination found an external abrasion breaching the outer insulation and exposing the outer coil at the proximal region of the lead. The cause of the reported events was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can.

Event description:
It was reported that the patient presented for a follow-up in clinic in (B)(6) 2022. Device interrogation at that time revealed brief episodes of lead noise involving both the right atrial (ra) and right ventricular (rv) leads. Subsequent interrogation on (B)(6) 2023 demonstrated rv lead noise oversensing, with the ra lead also oversensing the noise, resulting in inappropriate mode switching and pacing inhibition. The device was therefore reprogrammed to aai mode. Multiple episodes of ra lead noise and far-field r-wave oversensing were later observed, therefore the ra lead sensitivity was reduced. On (B)(6) 2026, the patient presented to the emergency room with multiple presyncope episodes and arrhythmia. Device interrogation revealed both under-sensing and oversensing on the ra lead. The ra and rv leads were both explanted and replaced. The patient remained stable throughout the procedure.

Manufacturer narrative:
Section b3 and d10 - the reported event date was an estimated date and was reported as follow, "looking back in the history in (B)(6) 2022, both leads had brief episodes of lead noise".